Manufacturer narrative:
Date sent to the FDA: 02/062020. A manufacturing record evaluation was performed for the finished device lot number pcq658 and no non-conformances were identified. H-3 summary: one unused open sample of product was received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of the sample, no performance - breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and suture was used. The suture was broken easily when the doctor used the suture during the procedure. There were no adverse patient consequences reported.